Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense ventricular lead had high thresholds, high impedance, and a recent spike in impedance. The lead was suspected to be fractured. Reprogramming was performed to turn therapies off and the patient was provided with a life vest. The plan to is cap and replaced the lead. No patient complications have been reported as a result of this event.